Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was 500 mg/dl. The reporter noted the patient self-treated with insulin via the pump, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. It was reported that the pump alarmed for a loss-of-prime issue, and the patient ignored the alarm; delivery was stopped due to the unresolved alarm from 09:17 until 19:53 on (B)(6) 2017. During troubleshooting, the following use-errors were reported: patient was using cold insulin to fill a cartridge, using cartridge and infusion sets longer than 3 days, and over-/under-cycling of cartridges prior to use. No device malfunctions were alleged or indicated. This complaint is being reported because the reported health event was attributed to a device use error.